Event description:
According to initial reports, patient who had a bicuspid aortic valve s/p 23mm mechanical on-x valve placed (B)(6) 2016 presented with an nstemi. Inr the week prior had been 1.7, on day of admission inr was 1.4 had goal inr 1.5-2, also on asa 81mg daily. Cath with distal circ branch with occlusion. Fluoro of the valve without any concerns, no evidence of thrombus on tte.